Event description:
It was reported that there was twos (t-wave oversensing). The twos was able to be programmed around and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: 7426 (x2) implantable deep brain stimulators, (B)(6) 2010. A 748251 implantable neuro lead extension, (B)(6) 2002. A 3387-40 implantable deep brain stimulation lead, (B)(6) 2002. A 748251 implantable neuro lead extension, (B)(6) 2006. A 7438 neuro programmer, (B)(6) 2006. A 3387s-40 implantable deep brain stimulation lead, (B)(6) 2006. A 37602 (x2) implantable deep brain stimulators, (B)(6) 2013. A 37642 neuro programmer. (B)(4).